Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ac power was not recognized and it could not be charged. The power supply was replaced to address the issue. Additionally, the usb extend cable was replaced since it was damaged by being pinched, there was no thermal damage or wire exposed. Also, the flow sensor and inline proximal filter were replaced due to dirt observed. These are not related to the reportable malfunction/issue.